Manufacturer narrative:
Due to character limit in block e1 event site address line 2: (B)(6). A supplemental report will be submitted upon completion of our investigation. Complaint ID #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) did not fully inflate and triggered frequent alarms immediately after insertion into the initial trp35. As a result, it was removed and reinserted into a different trp35. There was no reported health risk to the patient. Mild vascular calcification and tortuosity were noted. However, due to an underlying infection, the balloon could not be retrieved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h1, h2, h3, h6 (health effect ¿ clinical code, health effect ¿ impact codes, type of investigation, investigation findings and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.